Event description:
It was reported that two screws were loose and the left maxilla plate seemed bent.

Manufacturer narrative:
Additional information: b5, h6. The reported loose screws could be confirmed based on provided CT scans. The patient received bilateral tmj implants and facial ID plates during an initial surgery, after which occlusion issues led to repositioning of the mandibular components, while the facial plates remained untouched. Later analysis revealed a bent and mispositioned facial ID plate with loose screws, likely due to insufficient bone support or tension from the initial placement, but without postoperative scans or detailed surgical records, the exact cause of the deformation remains undetermined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that two screws were loose.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.